Event description:
On (B)(6) 2011 a beckman coulter inc. Field service engineer (fse) was working on a unicel dxi 600 access immunoassay system when they were splashed in the eyes by liquid waste from the instrument's waste line. The fse's eye was flushed for greater than fifteen minutes. The fse was examined by the emergency room doctor who stated that there was no risk of contamination or long term effects. The fse was instructed to return for follow-up only if the eye became irritated or swollen. The fse has had no further treatment, blood work, pain or discomfort. The instrument was operating normally. An instrument malfunction did not cause this event. The fse was performing a modification to the instrument at the time of the event and was working on their side to access the machine. The fse was wearing safety glasses however the safety glasses were open on the sides. The drop of waste cleared the eyewear lens and arms and entered the eye.

Manufacturer narrative:
The device did not malfunction at the time of the event. While performing a modification to the instrument, the field service engineer had to lie on his side to access the instrument. Because of his position, and the fact that his safety glasses did not possess side flaps, a drop of liquid waste was able to clear the glasses and enter his eye.